Manufacturer narrative:
The investigation into the optical signal issue and the product damage (sterile sleeve damage) has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical details, the cause of the optical signal issue was not determined since product was not returned. The root cause of the sterile sleeve damage issue was use related as there was excessive force.

Event description:
The user facility in the EU reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Placement signal and left ventricle signal failed during the support after approximately 1 month. No harm done to the patient. Additionally the sterile sleeve became compromised. The damage occurred during repositioning, but the pump was not explanted. The pump remained on despite the signal loss and sleeve damage for 60 days until family made choice to withdraw care.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Per the clinical details, the cause of the issue was not determined since product was not returned. The root cause of the sterile sleeve damage issue was use related to excessive force. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added death "1802" as well as optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.